Event description:
It was reported that a patient experienced oversensing on their insertable cardiac monitor, according to a remote transmission that was received by the hospital on (B)(6) 2021. Programming changes were performed on the same day, and the patient was stable.